Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was burning, urgency, and hurting. Medicine did not relieve them adequately for a time. The steps taken to resolve the issue included antibiotics, diet, and medicine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x7bj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer's family member reported that the patient was not feeling well; she was implanted on (B)(6) 2015. On (B)(6) 2015, the patient went to bed and woke up with that feeling down in the pelvic area of burning and fullness like having to go to the bathroom. The patient stated her arms and legs started jerking but the patient had not taken anything for pain except extra strength tylenol. She lay for a while and kept on jerking and feeling terrible and took 2 tablets of extra strength tylenol. Prior to this happening, she had spoken to a manufacturers' representative and they decreased it from 2 point something to 1.6 and then moved it to 1.7. There was a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.